Manufacturer narrative:
(B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure the patient experienced lens opacity, glares/halos, and transient loss of bcva. The lens remains implanted. Cause of the event was reported as unknown. The problem was resolved.

Manufacturer narrative:
Corrected data: h1- disregard initial MDR as was reported in error and n/a. Claim# (B)(4).